Event description:
Boston scientific received information that this right atrial (ra) lead was delivering pacing, but was not sensing. An x-ray was performed, which confirmed the ra lead was dislodged. The next day, the ra lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains is service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.